Event description:
It was reported that the device could not fire at the first stroke of first firing. It was fired on the lobe of the lung. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged shrouds. The analysis results found that one device was returned in good visual condition and with a partially fired reload present. After further inspection, the clamping mechanism was noted to be damaged as the device could not be closed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the post where the closure trigger spring engages with the shrouds was noted to be broken. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at finish goods quality assurance.